Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level and customer reverted to manual injections for insulin therapy.